Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18-/2017 with the following findings: during investigation, there was no damage found to the battery compartment or the returned battery cap. The returned battery cap fully attached to the pump with no yellow o ring showing. The returned battery cap measurements were within specification. The pump powered up with audible, vibratory and a blank display. Due to the blank screen, the original complaint was unable to be adequately investigated. The black box history could not be downloaded. The pump cover was removed and there was no internal moisture found. The eeprom component u22 was found to be cracked. A unity test code downloaded tool application was used to upload test code to master/slave/periph processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.